Event description:
It was reported that the therapy relief was wonderful but there was incisional wound opening and the a hole in the patient¿s skin that did not heal with persistent draining. An infection was confirmed at the implantable neurostimulator (ins) pocket site. Actions required as a result of the event consisted of total system explant. The onset of the infection was reportedly gradual. The patient was to be implanted with another system. At the time of this report it was unknown if the infection had resolved. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0jsn9, implanted: (B)(6) 2014, product type: lead. (B)(4).